Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece would not vibrate and a system message displayed before surgery. There was no patient involved.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. The phaco handpiece was manufactured on february 22, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The connection between components on the handpiece was tested and passed test. The handpiece was connected to a calibrated system and tuned. The handpiece passed tune. The handpiece was functionally tested at 100% longitudinal and torsional power for 5 minutes. The handpiece generated both longitudinal and torsional power during test. The handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. The handpiece functioned to specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).